Event description:
The user stated while performing maintenance on the analyzer, she received an error message and saw smoke coming from the back of the analyzer. The user also stated she heard a "screeching" noise from the analyzer. She then shut off the analyzer. The user stated the smoke was enough to set off the smoke alarm. She opened the windows and laboratory door because of the smell like burnt wiring. The user then left the room. No patients were involved in the event. The user was the only person in the laboratory at the time of the event. No lab personnel were injured. The field service representative determined there was a defective power supply. He replaced the power supply, cables and power manager pcb. To verify the analyzer operation, he ran diagnostic checks which passed and the user ran calibration and quality control successfully.

Manufacturer narrative:
The power supply was returned for investigation. Evidence of heat damage was noted. The failure mode is consistent with the fans being blocked or airflow restricted. This was confirmed on inspection of the power supply. Smoke may have been emitted from the unit as the plastic isolator melted. The power supply at the facility has been replaced with a new version which contains an over-temperature switch off circuit. All parts and plastics are ul rated accordingly. There was no risk of fire and no one was injured.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.